Event description:
It was reported that the implanted device was explanted due to infection. The implanted device is no longer in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).